Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Right atrial noise reversion was noted as well as automatic mode switching. Lead damage was suspected. The lead will be replaced but the date is unknown. The patient is in stable condition.